Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump became hot while charging. There were no temperate alarms noted in the history. Reportedly, the contact believes the pump temperature affected the insulin and caused the customer's blood glucose (bg) level to become elevated to the 400s (mg/dl). A bolus and a manual injection were used to address the elevated bg level. In addition, the contact stated the pump left red marks on the customer's body. Reportedly the customer would continue to use the pump for insulin therapy.